Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congratulations on becoming e (essure) - free') and device dislocation ('essure mocro-inserts are noted in the pelvic cavity') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device dislocation (seriousness criteria medically significant and intervention required), idiopathic intracranial hypertension ("my spinal tap is to tully dx iih"), back pain ("back pain"), neuralgia ("nerve pain"), hypoaesthesia ("nerve numbness"), uterine pain ("uterine pain"), anxiety ("anxiety"), migraine ("constant migraines") and eye swelling ("swelling is almost non existent in my right eye and minimal in left eye"). The patient was treated with surgery (she undergone surgery to remove the essure and removed). Essure was removed. At the time of the report, the medical device removal, device dislocation, idiopathic intracranial hypertension, back pain, neuralgia, hypoaesthesia, uterine pain, anxiety, migraine and eye swelling outcome was unknown. The reporter considered anxiety, back pain, device dislocation, eye swelling, hypoaesthesia, idiopathic intracranial hypertension, medical device removal, migraine, neuralgia and uterine pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): colour vision tests - on an unknown date: lumbar puncture - on an unknown date: idiopathic intracranial hypertension was diagnosed. Ultrasound scan vagina - on an unknown date: no result available. X-ray - on an unknown date: micro-inserts are in pelvic cavity but not able to determine in the fallopian tube. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media source received: reporter information addedevents added: iih, backpain, neuralgia, hypoaesthesia, uterine pain, anxiety, migraine on 23-mar-2020: content from social media received, event "essure mocro-inserts are noted in the pelvic cavity" added, reporter added. Laboratory tests are added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('congratulations on becoming e (essure) free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she undergone surgery to remove the essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.